Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts with partial delivery after an infusion set change, including a visible kink at the start of the tubing, which led to hyperglycemia and multiple infusion set replacements before transitioning to multiple daily injections and later successfully reconnecting to the pump. Symptoms included elevated blood glucose outside of target, reported as ¿high,¿ with duration of approximately six hours initially and subsequent persistent hyperglycemia, without loss of consciousness, dka, or other acute complications. Outcomes included user-performed corrective actions, use of backup insulin therapy via injection per healthcare provider direction, and temporary discontinuation of pump use before successful reinitiation with a blood glucose of 90 mg/dl. Investigation included customer care troubleshooting, verification of tubing integrity, guided infusion set and full supply changes, and education regarding reconnection and high glucose management. Investigation of this case revealed an infusion set delivery problem consistent with an occlusion due to kinked tubing, with no evidence of device malfunction beyond the infusion set and associated disposable components. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.